Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, the battery compartment was observed to be cracked on the side at the threads and cracked above and below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.